Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector. System operates as intended.

Event description:
Customer reported the system would not display an image during fluoro. No patient injury was reported.